Event description:
It was reported that the user experienced persistent high blood glucose for several hours despite not eating, with readings in the 200s, and observed that an ilet charging cord was damaged and a newly connected infusion set initially felt loose or ¿wobbly¿ before a subsequent full supply change and site move restored delivery and reduced glucose to 163. Symptoms included asymptomatic hyperglycemia. Outcomes included no medical intervention beyond troubleshooting and supply replacement. Investigation included guided inspection for leaks, kinks, or moisture, review of alerts and dosing history showing large correction doses without expected response, and sequential supply changes with site rotation. Investigation of this case revealed an unclear cause of elevated glucose with suspected delivery impairment related to a loose connector or site issues, which resolved after replacement of all supplies and relocation of the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.